Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
While coiling an aneurysm, the physician clicked the penumbra coil system detachment handle and the coil did not detach. He tried again and it did not detach. He did detach the coil on his third attempt. The rest of the coils for the case detached as expected on the first attempt.